Event description:
Size 7.5 lo contour tracheal tube removed from stock due to failure of product to maintain inflated balloon. The failure occurred in 2 patients on same day in same unit. Failure of product to maintain inflation caused air leadage low tidal volume with decreased o2 saturation. Both patients were immediately reintubated.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.